Event description:
It was reported that sheath separation occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 1.25mm rotapro was selected for use. During the procedure, it was reported taht the outer sheath covering the driveshaft got separated. Also, the burr would not slide off of the wire. The wire and burr were removed in one piece with no fragments left behind. There were no patient complications.